Event description:
During review of the patient's programming history on (B)(6), 2012 it was discovered that on (B)(6), 2009 a faulted system diagnostics test occurred that changed the patient's settings to output=0ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec. Although a final interrogation was performed, the settings were not corrected until the patient's following visit on (B)(6), 2010.

Manufacturer narrative:
Analysis of programming history.